Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead looped around itself, creating a knot. The physician attempted to loosen the loop with a stylet, however, was unsuccessful. The rv lead was implanted and all measurements were within acceptable limits. Approximately six months later, the rv lead was not capturing and a dislodgement was suspected. The device was reprogrammed to aai and no further action was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.